Event description:
Caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will continue to use the current pump until they receive a replacement pump with updated software, which was sent by technical support. The customer was instructed on necessary steps, including putting the faulty pump into storage mode before returning it, and on the usage of their replacement pump, with training available in their tandem source account. No additional information was received regarding the outcome of the event.